Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215110929, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked on the loop and the pebax tube was ribbed. Also, the mapping catheter was kinked/ broken from the electrocardiogram (ECG) connector side. No ECG signal wires were broken inside the shaft. In conclusion, the mapping catheter failed the returned product inspection due to the kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.